Event description:
This complaint is being reported due to an alleged keypad malfunction. Keypad button presses did not activate desired pump functions. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis; however, it was not received. The lot number was provided and a review of the device history record did not produce any findings relevant to this report. Fourteen unused sterile devices with the same part and lot number as the complaint device were returned for evaluation. A representative sample was functionally tested and the devices passed with acceptable results. No manufacturing or abnormal observations were noted.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after clip deployment, hemostasis was not achieved. Manual pressure and a non-abbott product was applied and hemostasis was achieved using a c-clamp. There was no reported adverse pt sequela. Though requested, additional info was not provided.